Manufacturer narrative:
The impella console has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 61-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. During support, the impella automated controller (aic) displayed a controller failure alarm. The aic was replaced and support continued without harm or injury to the patient.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. According to the device and data analysis the cause of the aic issue was an optical bench fw communication protocol deficiency, resulting in misalignment of data communication packets. A5 should have been left blank on manufacturer device report 1220648-2023-03534, since the ethnicity was reported as unknown. D2: common device name revised on manufacturer device report 1220648-2023-03534 in accordance with updated procedures. D4: model number was inadvertently reported incorrectly manufacturer device report 1220648-2023-03534 f6/f8-should have been left blank on manufacturer device report 1220648-2023-03534. G1 reporting contact email revised on manufacturer device report 1220648-2023-03534 in accordance with updated procedures.